Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was 218 mg/dl. He was unable to complete the rewind sequence. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had constant motor error alarm during the rewind due to a corroded home switch. Unable to perform the displacement, basic occlusion, excessive no delivery, prime or occlusion test due to the motor error alarms. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a scratched reservoir tube window.